Event description:
It was reported that the customer was hospitalized with an elevated blood glucose level. Additional information was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.